Event description:
It was reported that a minicap transfer set leaked iodine. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a damaged female connector was observed. Functional testing including clear passage and clamp function testing were performed with no issues noted. The transfer set was leak tested with an in-lab minicap attached to the female connector and a leak was observed beneath the minicap. The reported condition was verified. The cause of the leak was due to the damaged female connector, however the cause of the damage could not be dettermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.